Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was overdraining at a performance level of 2.0. The setting was changed to 2.5 and the patient was placed under monitoring. It was stated that if the patient¿s symptoms did not improve, an explant procedure would be scheduled.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, pre-implantation, pressure-flow, and leak testing. There was proteinaceous debris noted within the interior and exterior of the valve. All valves are 100% tested at the time of manufacture. Approximately 7.5 cm of the lumbar catheter was returned. It met the requirements for patency and leak testing. There was proteinaceous debris observed on the exterior of the peritoneal catheter. Approximately 56 cm of the peritoneal catheter was returned. The catheter did not meet requirements for patency. Leak testing could not be completed because the catheter was not patent. There was proteinaceous debris observed within the interior and exterior of the catheter. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upgraded to serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient¿s symptoms did not improve after adjusting the setting. The valve was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient¿s status included a hematoma. The patient was changed from the hospital to rehabilitation on (B)(6) 2018 and the hematoma was under monitoring. It was noted that there was no patient impact reported due to the revision surgery.